Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was 0.1 centimeters and located in the right upper lobe (rul) posterior segment, with some portions of the nodule immediately adjacent to the pleura. Multiple biopsies were taken at different locations in the rul using compatible forceps, and bronchoalveolar lavage was performed. The procedure was completed as planned with no delays. A chest x-ray performed after the procedure identified the pneumothorax, and a chest tube was placed to resolve it. The pneumothorax resolved, the chest tube was removed, and the patient was discharged home in less than 24 hours. The patient is reported to be doing well. The physician believes that the pneumothorax was not related to the ion system, and it would likely have occurred with another biopsy modality. They attributed the cause to multiple biopsies at different locations and the use of forceps, with one of the passes possibly being close to the pleura. There was no device malfunction associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.